Event description:
There was no asystolic alarm for a pacemaker patient who had died. The pacer detection was turned on. After the death of the patient, the monitor only showed pacemaker pulse waves; however, there was no asystolic alarm, since the pacemaker frequency of 68/min erroneously was depicted as heart frequency.